Event description:
It was reported that it had been taking longer to charge and they went to get an MRI and turned it off, but they wanted it in MRI safe mode, so they had to charge it up and it took 35 minutes. They took the battery pack out which didn't resolve the issues. The patient further reported a rm04 code and taking too long to charge. It was hard to charge the implant and the patient was in so much pain that it was beginning to be unbearable. The pain had gotten worse over the week due to the charging problems. Even medicine wasn't helping. The pain was due to being unable to keep the ins charged up. Additional information was received and it was reported that the patient got the replacement recharger, but the issue wasn't resolved as they still saw the rm04 code when charging. They were able to clear the message, but they felt something wasn't right. It wasn't charging the implant. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID 97755, srial# (B)(6), product type recharger product ID 97745, srial# (B)(6), product type programmer, patient review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4) , product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that for the last 4-6 weeks it has been taking longer to charge. The patient reported that they went to get an MRI and turned it off, but they wanted it in MRI safe mode so they had to charge it up, and it took ¿probably 35 minutes". It was reported that an rm-04 code was seen. The battery was taken out and reinserted but that did not resolve the issue. The patient reported that it is so hard to charge up implant the patient reported that they were "in so much pain and it¿s been getting to the point its unbearable". The reported that the pain started getting worse over the last week and it¿s getting worse. The patient reported that she is pain because she cannot charge the ins.